Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, user¿s wife reported a sensor error prompting replacement, which was completed with agent guidance. Later the same day, user called back about another sensor error. The user's blood glucose (bg) was 340 mg/dl with prior peak at 380 mg/dl, out of range for >90 minutes. Troubleshooting involved rescanning sensor, which read ¿current sensor,¿ and allowing time for corrections. No symptoms were reported, and user planned to monitor and follow up with abbott if issues persisted. There was no report of medical intervention at the time of call.